Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the pacemaker was interrogated and shown to have a longevity of approximately 2 years. During a follow-up 2 years earlier, the longevity was shown to be 7 years. Technical support was contacted and confirmed that the longevity from the prior follow-up was overestimated. No intervention was performed. The patient was stable and will continue to be monitored.